Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:09:03. During night drain cycle four, the patient's ultrafiltration reading was 853 ml, indicating the home patient (hp) drained 853 ml more than their maximum programmed fill volume of 1400 ml. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event. The report of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could result in an iipv situation". Should additional relevant information become available, a supplemental report will be submitted.